Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their blood glucose was high at over 500 mg/dl and that hospitalization was necessary on 3 separate occasions. Customer is currently in the hospital for blood glucose of 700 mg/dl. Customer indicated that he was off of the pump for more than 1 week for the first 2 hospital visits. The third hospital visit, he was off of the pump for 1 day. The customer declined troubleshooting.